Event description:
Pt experienced 46 aicd shocks in a 6 hour period. Shocks were undetected on EKG. Pt was being shocked while in sinus tachycardia. Pt's aicd was extracted and found to have a low battery.